Manufacturer narrative:
(B)(4). After further investigation by the quality engineers, the root cause of the reported condition was assigned to software failure. Software issues are not associated with hardware malfunctions. Therefore there were no repairs made to correct the reported problem. A service history review revealed that this device was previously serviced for failures/problems that were same as or similar to the current problem.

Event description:
The facility reported a colleague infusion pump with failure code 302:435. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure of 302:435 was confirmed by baxter personnel during review of the event history log; however at this time, an assignable cause could not be determined. Should additional information be received, a follow-up medwatch will be submitted.